Event description:
An a1059 mayfield skull clamp was reported to have slipped during a procedure. A laceration occurred as a result of this event. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.